Manufacturer narrative:
According to the initial reporter, the event occurred prior to pt induction. The incident occurred when the anesthesiologist was adjusting the articulating headrest to allow for a more convenient position for induction. The pt's head was not on the headrest when the headrest broke and there were no injuries as a result of the incident. The broken pivot plate castings were sent to the supplier for evaluation. The supplier reported that the alloy used in the pivot plate castings met the chemical analysis for all criteria except for one. This is the first known incident of this type. Steris is continuing to investigate the root cause of this incident.

Event description:
On two separate occasions, the head rest of the stretchers broke as the anesthetists were trying to adjust the head to allow for a more convenient position for induction of anesthesia. The pts were reclining further down on the stretcher and their heads were not on the head rests when the incidents occurred. Neither pt was injured as a result of the incident. No other accessories were attached to the head plate. There were no bindings or restrictions on the support plates.